Manufacturer narrative:
Multiple attempts to obtain the sample have not been successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
In the literature article ¿clinical outcomes in the surgical treatment of idiopathic normal pressure hydrocephalus¿ by richard shaw, emma everingham, neil mahant, erica jacobson, and brian owler, published http://dx.doi.org/10.1016/j.jocn.2015.10.044, it was reported that after unknown rickham reservoir implant, one patient had a middle cerebral artery infarct and one patient developed an infection. Per the article: ¿this retrospective cohort study aimed to assess objective and quantitative clinical outcomes of ventriculoperitoneal shunting for inph patients diagnosed on the basis of clinical and radiological criteria alone.¿ there was no report of treatment for either patient. At the time of complaint entry, no patient or device specific information, i.e. Catalogue/lot number, is available. This article was discovered in the pms / cer review.